Event description:
It was reported that "post surgery evaluation x-ray, noticed both s1 screws were broken. Original surgery was done (B)(6)2009. L5-s1 fusion with bone graft. 35mm screw in left side of s1; 40mm screw in right side of s1. Both 45mm screws in l5. Fourth blocker was left on (B)(6)."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.